Event description:
As reported, the atraumatic tip of a 6/7f mynx control vascular closure device (vcd) did not enter an unknown sheath. Therefore, the product was not available and manual compression was performed for twenty (20) minutes and the patient recovered. There was no reported patient injury. The mynx vcd was being used in percutaneous coronary intervention (pci) using a retrograde approach. There were no visible signs of device/package damage prior to use. The mynx control was prepared and used in accordance with the instructions for use (IFU). The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent (50%) at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was returned for evaluation, revealing premature swelling of the sealant sleeves.

Manufacturer narrative:
As reported, the atraumatic tip of a 6f/7f mynx control vascular closure device (vcd) did not enter an unknown sheath. Therefore, the product was not available, and manual compression was performed for twenty minutes, after which the patient recovered. There was no reported patient injury. The mynx vcd was being used in a percutaneous coronary intervention (pci) using a retrograde approach. There were no visible signs of device or package damage prior to use. The mynx control was prepared and used in accordance with the instructions for use (IFU). The physician was certified in the use of mynx and had used the device several times prior to this procedure. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site had not been previously closed with any closure device within the last 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found in the open position. The returned syringe was detached from the unit, and the procedural sheath was not returned for evaluation. The sealant was partially covered by the sealant sleeves in its manufactured position; however, premature swelling was observed. Per functional analysis, a cordis lab same 6f sheath was used to complete an insertion/withdrawal functional analysis of the device. During this analysis, no friction or resistance was noted that could be related to an impeded condition of the delivery sheath in relation to the sheath functionality. Additionally, due to the premature swelling of the sealant, a deployment functional analysis was executed to evaluate the deployment mechanism, resulting in adequate deployment activation. A high magnification evaluation of the sealant sleeves was performed to assess the sealant sleeves and sealant condition. During this analysis, the premature swelling of the sealant was confirmed, along with frayed/split/torn conditions of the sealant sleeves. The reported event of ¿mynx control system-impeded¿ was not confirmed through analysis of the returned device since the device passed functional analysis with the insertion/withdrawal test with the lab sample sheath. However, an additional condition of ¿mynx control system-deployment difficulty-premature¿ was noted due to the exposed sealant from frayed/split/torn sealant sleeves. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the impedance experienced by the customer, or the exposed sealant / damaged sealant sleeves noted during visual analysis. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the procedural sheath (which was not returned for analysis) are likely since the device could be inserted/withdrawn into the lab sample sheath with no resistance felt during functional analysis. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure and noted condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.